Event description:
Device issue: none. Adverse event: acute myocardial infarction, intra-stent restenosis-requiring intervention. Time of adverse event: approx 14 months post procedure. It was reported that approx 14 months post an uneventful distal right coronary artery xience v stenting procedure, the pt experienced an acute myocardial infarction. The stent was found to have intra-stent restenosis. On (B) (6) 2010, thrombolysis and percutaneous coronary intervention were performed. There was no adverse pt sequela reported. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. Myocardial infarction, thrombosis, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.